Event description:
Additional information was received that this device was explanted and replaced for battery depletion. No adverse patient effects during the procedure were reported.

Manufacturer narrative:
This device is expected to be changed out and returned for analysis. This investigation will be updated when further information be provided.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) by an extended charge time of over thirty seconds while having a monitoring voltage of 2.69 volts. Boston scientific technical services (ts) was consulted and discussed changing the ICD out. The clinician stated the patient is scheduled for a ICD change out. No adverse patient effects were reported.